Manufacturer narrative:
The permanent cautery hook (pch) instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a metal piece broke off from the yellow base of the permanent cautery hook (pch) during the intervention. A fragment fell into the patient and it was recovered during the same procedure. The instrument was replaced. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. During the procedure, while applying energy, a fragment fell inside the patient. The surgeon was unsure of the cause of the breakage and did not remember how long the instrument was in use before the issue occurred. No functionality issues were noticed during the procedure, and there was no collision with other instruments. The fragment did not fall during an instrument tip/accessory collision. The surgeon does not remember if the instrument was removed prior to breakage. The fragment was retrieved using another instrument, and all fragments were confirmed retrieved without an x-ray. No additional surgical procedure was required, and the procedure was completed robotically with a backup instrument. There was no injury to the patient, and the patient has not returned to the hospital for post-surgical complications. The instrument is available for return to is for evaluation, but the fragment was discarded. No photographic images or video recordings were available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken monopolar yaw pulley at the posts. Broken pieces were missing as a result of breakage. The size of the missing piece was approximately 1.65mm x 1.65mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.

Event description:
Refer to h11 for follow-up information.